Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device remains implanted.

Event description:
Healthcare professional reported, right side rupture. Confirmed via MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: rupture: observed, broken in the patch/shell bond edge side assessed, as an unidentified (tear) opening. Observed, broken in the patch/shell bond edge side assessed, as smooth opening. And observed, opening in the radius side assessed, as surgical damage (shell thickness within specification). Additional observations: observed, stress marks on the device. Observed, non penetrating nicks on the device. Observed, creases on the device.